Event description:
Patient representative reported left side capsular contracture, baker grade IV, with shape distortion, "shoulder and neck pain, joint pain and inflammation, as well as severe breast deformation and hardening." Gel bleed discovered intraoperatively. The device has been explanted with capsulectomy and replaced with another manufacturer's device. The excised capsule was sent for pathology analysis which confirmed capsular contracture and found no evidence of malignancy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture, and gel bleed.